Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was not able to duplicate the customer's reported issue; however, upon review of the iabp log files, the stm observed fault code #16. The stm ran the iabp unit on a trainer and patient simulator and observed the ECG and pressure signals. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is atlanticare regional med ctr mainland division.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a "no trigger" message. It was later reported that the customer reported no ECG or pressure signals on the display. It is unknown under which circumstances this event occurred or if a patient was involved;however, there was no adverse event reported.